Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Please note attached list of additional devices implanted in patient: tg4015/05828233, tg3315/04347532, tg4010/05785708.

Event description:
In 2006, the pt underwent endovascular repair of a mid descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The completion angiography showed no evidence of an endoleak. The pt was lost to follow up until a recent cta revealed a type 1b endoleak secondary to aortic dilatation at the level of the distal device. A reintervention took place in 2008. The physician implanted a third tag device for extension. After deployment, insufficient graft overlap was noted, so a fourth tag device was used to bridge the two devices. Completion angiography showed complete exclusion of the aneurysm with no evidence of an endoleak.